Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis, and the insulin pump was alarming no delivery during bolus, but this was after her daughter was airlifted to a hospital in a different city from hers. Troubleshooting was performed, and the caller stated that the insulin did exit, but the device alarmed no delivery. Several attempts were made to contact the customer, and the mother stated that the customer was throwing up and not able to keep anything down. The mother stated that her daughter's blood glucose was treated with an insulin drip and made adjustments to the insulin pump. The caller also stated that the customer has been hospitalized with diabetes ketoacidosis three times since march, but she was not sure of the dates. The mother stated that the last time she was getting a no delivery alarm the cannula was not bent or had kinked tubing. No further information was provided.